Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the stapler fell apart at joint where the anvil meets the shaft. There was no consequence to the pt.